Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen fractured, displaying black lines and becoming unusable while the device was in a protective case and noticed during a supply change; the user switched to back-up injections until a replacement could be obtained, and an infusion set with 23" tubing was in use. Symptoms included elevated blood glucose for approximately three hours without ketone testing, medical intervention, or outside assistance, and without acute complications. Outcomes included temporary loss of pump function and need for device replacement, while glucose ultimately stabilized. Investigation included review of the complaint details and device exchange logistics and inspection of the returned device. Investigation of this device revealed a broken or cracked display consistent with physical damage to the user interface component, with no associated alarms documented and no evidence of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to a manufacturing or design defect.